Manufacturer narrative:
A medtronic representative tested the equipment at the site. It was reported that the gateway was duplicated in the primary dns server section. The primary and secondary dns servers were updated to the ones that pulled automatically when testing as dhcp. This appeared to resolve the issue. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had been experiencing delays when attempting to communicate with electronic picture archiving and communication systems (pacs) to retrieve exams. The issue presents itself as being unable to search. The site would restart the system 1-3 times until it started working. It was also noted that the system displayed ¿low system memory¿ at one point when pulling patients. A medtronic representative (rep) went to the site and changed the network configuration on the system to dynamic host configuration protocol (dhcp). The rep pulled a patient and did notice it was taking longer than expected. When the patient finally pulled the rep didn¿t see any of the images, but instead it was just black. After pulling another scan the system logged out to the login screen. The rep attempted to login twice, but it never went to login. The rep then restarted the system, and the system displayed the patient that was originally displaying black. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative called in and confirmed that the issue had not re-occurred as of (B)(4) 2018.